Event description:
It was observed that during the device evaluation, the evis exera iii bronchovideoscope exhibited that the distal end of the plastic cover was burnt. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected fields: h6 component and h6 impact code g2: foreign was inadvertently selected on initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the investigation results, it is possible that a high-energy endo therapy accessory may have been used without sufficient distance from the distal end. A definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: IFU states that detection method in bf-1th190 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. IFU states that preventive measure in bf-1th190 operation manual: chapter 4 operation:4.3 using endo therapy accessories. Olympus will continue to monitor field performance for this device.